Manufacturer narrative:
Reported event of premature discharge was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was above elective replacement indicator (eri) level during implant period and false elective replacement indicator (eri) alert noted is consistent with autocapture being enabled during implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Longevity assessment was performed, and the device was within normal range of operation with appropriate remaining longevity. Further analysis performed found no anomalies.

Event description:
It was reported during in clinic follow up that the pacemaker exhibited premature battery depletion. The device was explanted and successfully replaced. The patient was stable and asymptomatic.